Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in event , evaluation found water tightness was lost due to wear of the forceps control lever, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was detached, the paint on the air/water cylinder was peeled, the objective lens was scratched and cracked, noise occurred due to damage on the ultrasonic probe, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the adhesive on the bending section cover of the evis lucera ultrasound gastrovideoscope was peeled. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was insufficient adhesive in the screw holes of the distal end. The report is being submitted due to insufficient adhesive found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.